Event description:
AED returned unexpectedly, failed self-diagnostic test. Unk if any pt use is associated with malfunction.

Manufacturer narrative:
(B)(4): conclusion not yet available, eval in progress.